Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had alarmed motor error during prime. Customer's blood glucose was 175 mg/dl. The device wasn't dropped or bumped. Customer's father was advised the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.